Event description:
It was reported by the customer that a bd pyxis¿ es server patients information was not showing up on the pyxis system. The customer reported that there were unable to issue medicine that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that patient information was not displaying hence was not able to create new profile. A field service engineer (fse) confirmed that the patient was discharged and admitted again post which the patient information was displaying. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server patients information was not showing up on the pyxis system. The customer reported that there were unable to issue medicine that caused a delay in patient care. There were no adverse events or injuries reported based on this event.